Event description:
Procedure type: lap hernia repair. According to the reporter: when the visiport plus was going to be inserted, the metal parts alongside the port/trocar fell off its original place. When inspecting the port they realized that the piece of plastic that is supposed to be at the end of the port is gone. The surgeon was able to palpate it between the skin and the peritoneum and retrieved it with a hemostatic forceps. There was no unanticipated tissue loss. There was no blood loss greater than 500cc.

Manufacturer narrative:
(B)(4).